Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. If the device or additional information is received, microvention, inc., will submit a supplemental MDR report. The instructions for use (IFU) identifies premature or difficult coil detachment and aneurysm perforation or rupture as potential complications associated with use of the device.

Event description:
It was reported that the hypersoft 3d coil was used after embolization with competitor's coils in case of dural arteriovenous fistulas (d-avf). While the coil was being repositioned several times, the coil became stretched near the tip of microcatheter. The coil unintentionally detached from the pusher in the microcatheter during removal attempt. A guidewire was used to push and successfully implant the coil at the target site. After further embolization with competitor's coils, the microcatheter was attempted to be removed. However, fluoroscopy revealed something that appeared to be a coil was in the 4fr catheter used as a distal access catheter (dac). The coil was pushed out of the catheter using a 0.35in guidewire and was successfully implanted in the target site. The physician believed that the hypersoft 3d coil that should have been implanted using the first guidewire, might have been unintentionally retracted together with the microcatheter into the guiding catheter during removal of the microcatheter. There was no report of harm or injury to the patient.

Manufacturer narrative:
Additional information: h10 (summary device evaluation). Summary device evaluation: the investigation of the returned coil system found the pusher's body coil damaged at distal, the pusher damaged at the transition area, the hypotube kinked, and the proximal connector kinked. The implant was not returned for evaluation. No indication using a detachment controller was found on the pusher's heater coil. The investigation found the pusher's monofilament with a tensile break shape at the tip which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.